Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the central control monitor was blue and the pumps displayed a "no system computer" error message. The system-1 was powered down and powered back on and the central control monitor was blank and the pumps again displayed "no system computer". As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.